Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73c1600173 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips would not close. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 auto endo5 ml for evaluation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears typical but used. Biological material is present on the jaws of the device. No other defects or anomalies were observed. Functional inspection was performed by attempting to load clips in the jaws of the device by engaging the trigger. Upon trigger engagement, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. Upon full engagement of the trigger, one clip was moved forward into the jaws. However, the bosses of the clips did not engage into the jaws of the device. A clip could not be properly loaded or applied. A second attempt was made with the same results. Further examination of the jaws revealed that the jaws are slightly out of alignment. As a result of the misalignment, the clips bosses are unable to attach to the jaws. No other defects or anomalies were observed. The device was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Other remarks: the IFU for this product was reviewed as a part of this complaint investigation. The IFU indicates , "always check the alignment of the applier jaws before use otherwise patient injury may occur." The IFU also instructs the user to visually ensure the clip is positioned in the jaws prior to inserting the applier down the cannula. A corrective action is not required at this time. The time of discovery and condition of the sample received indicates that operational context caused or contributed to this event. The applier was confirmed to be unable to properly load clips. However, the device was received with 4 clips remaining in the channel indicating that the end user fired 11 clips. The jaws were confirmed to be misaligned. However it is unknown at what point the jaws were damaged. All autoendo5 devices are 100% inspected for proper clip load and closure at the time of manufacturing. It is unlikely that this type of damage would have been present at the time of manufacturing. The reported complaint of clips not seating in the jaws was confirmed based upon the sample received. The applier was confirmed to be unable to properly load clips as a result of misalignment of the jaws. However, the device was received with 4 clips remaining in the channel indicating that the end user fired 11 clips. It is unknown at what point the jaws were damaged. All autoendo5 devices are 100% inspected for proper clip load and closure at the time of manufacturing. It is unlikely that this type of damage would have been present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based on the time of discovery and the damage observed on the device, operational context caused or contributed to this event. No further action will be taken.

Event description:
The clips would not close. The patient's condition was reported as fine.